Manufacturer narrative:
Initial.

Event description:
It was reported that the sleep/wake button on the ilet pump did not power the device when attempted by the user¿s caregiver, though during guided troubleshooting the button functioned properly with repeated successful activations. Symptoms included no clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included phone-based troubleshooting and user education on correct button activation. Investigation of this case revealed normal device function with user operation error as the most consistent explanation. It was concluded, based on previously established findings for similar reports, that the cause was use error.